Event description:
Customer reportedly received the following results on the inform system within 10 minutes: 37 mg/dl, 53 mg/dl, and 55 mg/dl. No adverse event reported. Requested return of suspect strips and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.